Event description:
Under/oversensing, intermittent capture, high threshold readings.

Event description:
Under/oversensing, intermittent capture, high threshold readings reported. Ipg tested out of specification during analysis.